Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter the temperature was higher than expected. After a few ablations were performed the catheter's temperature was constantly in the high 40sc or low 50sc. They first restarted the generator and pump, then exchanged the connection cable but the error persisted. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that a high temperature error message interrupted the procedure. This error message is a preventative measure to interrupt the procedure which prompts the user to address the error. The event would not likely cause or contribute to death or serious injury if it were to recur. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter the temperature was higher than expected. After a few ablations were performed the catheter's temperature was constantly in the high 40sc or low 50sc. They first restarted the generator and pump, then exchanged the connection cable but the issue persisted. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis. It was further reported that a temperature error occurred on the equipment.